Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead. There were variable impedance readings, incremented sensing integrity counters (sic), and noise. Isometrics reproduced the issue. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.